Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the tip on the vapr tripolar 90 suction electrode device broke while in use. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the distal portion of the active tip has fractured and become detached at the midpoint of the tip face. A manufacturing record evaluation was performed for the finished device lot number: u2009050, and no nonconformances were identified. The complaint reported was confirmed. The active tip breakage appeared to be similar to previous complaint devices investigated under CAPA. Product is 100% inspected for tip damage at process ID no: (B)(4) : 100% ga visual inspection for imperfections. Without evaluating the physical device, root cause cannot be definitively determined. The conclusion of the previous CAPA investigation for similar failures is detailed below: an abusive clinical load applied to the active tip (higher than specified in the clinical model). Absence of adhesive at shot point 1. For the lack of adhesive failure of the tip to occur the following 3 conditions need to present: constraint of the proximal legs of the tip or the distal end of the shaft. Gap between ceramic and tip, misuse load applied to the distal end of the tip. However, the photo do not provide enough evidence to determine root cause at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.